Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist reviewed the glucose quality control results, all of which were within range. The sample had resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely low glucose result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported and was questioned by a nurse. The nurse used a glucose meter to check the patient's glucose and obtained a higher result. The nurse requested that the laboratory retest the patient's sample. The sample was repeated twice on an alternate dimension vista instrument and once on the original instrument, resulting higher and matching the result from the glucose meter. The corrected result from the alternate dimension vista instrument was reported to the healthcare provider(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.